Event description:
It was reported that the biomed had some arctic sun devices that need the software updated for the recall. The arctic sun device was sent down with a message that it did not give an alarm for an empty reservoir and the water was warm. Emailed a copy of the recall customer letter as they did not think a form was filled out to get scheduled for the update. Confirmed someone would come to their facility to do the update. The event log shows alert 005 (reservoir level empty) and alert 45 (ac power lost). Discussed how these alarms could occur and suggested emptying the pads to resolve the empty reservoir. There was an alert 113 (reduced water temperature control) a few days ago. Explained these are not related to the recall. Asked biomed to call back if he needs assistance with the functional check.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.